Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt inadvertently fell into a pool of 4 feet of water resulting in complete immersion of the system controller and batteries. The device reportedly remained on. Shortly thereafter, the pt reported continuous "red heart" alarms that soon abated. The pt remains asymptomatic with no residual effects. The pt changed out the batteries and battery clips.

Manufacturer narrative:
The pt remains ongoing with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.